Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(4), batch:a000120426. Common device name: scs anchor, model: 1192, UDI: (B)(4), batch:8332664. Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Related manufacturer reference number: 1627487-2023-00526. It was reported one of the patients leads had migrated and the anchor fractured. As a result, surgical intervention was undertaken wherein the anchor was replaced and the lead was repositioned to the correct location. Investigation was unable to determine which lead and anchor were at fault.